Event description:
My face was small and in rather good condition and I absolutely don't want to become still smaller. I only liked tightening the skin and a still more youthful appearance. The thermage certified dr promised that nothing - only briefly swelling and redness - can happen, it can only get -still- better. Even the skin can win thickness. However, he informed me not about the very small chance of improvement. The thermage treatment -in 2006- was extremely painful. Tip 3,0/ 400 imp., time about 40 mins over all for full face. On the pt feedback scale -0 - 4, I fell between 3 -very hot- and 4 - intolerable-. The pt documents I rec'd only after intervention of a lawyer. On the report I find very mild setting between 3,0 - 4,0. The lot of rec'd rf stressed my immune system enormously problems for months: bad sleeping, heart problems -I got beta blocker-, extremely nervous and tired. In 2007, starting problems with my teeth/maxillary and flashes in one eye -in the darkness-. Simultaneous fat loss starts in forehead, temples and cheeks areas. Deep wrinkles and folds occurred. I bite often in my remaining cheeks. The feedback on my severe harm were absolute poorly. The dr knows no reason - nor he -with 25 years of rf experience and study in the states- helped with any treatment or medicine against the progressive disease. Md 2007, I went for advice to other physicians -two with thermage - both said, that I would be a double reject reason: small face and over 50 - the collagen fibers would not new produced.... Still in 2007 a small, but in another country well reputated beauty hosp was sure: thermage causes no fat loss! - only tightening and the result depends from the underlying tissue. Thermage were not to use against wrinkles. Additional treatments have to follow mostly. And after 6 at least after 9 months the procedure will be finished. This is wrong regarding my adverse effects and see all the victims in the forums. It seems that here is no time for research. Thermage provides a lot of info for physicians on its homepage - also warnings. Fat loss is mentioned as very rare, but possible. So it is irresponsible that the folders here were without according warnings. Severe side effects like destruction of the subcutaneous fat layer changes your life. Instead of supporting the victims of a device that operates without important measurement of the skin resistance these people want to make their business and declare "never seen - never heard - I would be absolutely a single case". These side effects remain whole my life. In dec I go the first ha from a pc in a -too- small quantity of my lower face. Because the thermage thinned and dried my skin not all fillers can be used. To place the filler in the temple area and in the forehead is very risky - so the pc. I absolutely would not become a test subject. Thermage cannot continue with wrong advertising. When they sell a "non-invasive lifting" to a price which aroused expectations, but are proud when a brow rises just at least 0.5 mm and celebrate this as success. The studies stop mostly after just 6 months. They blame a lot of doctors and produce too many angry patients. For the worldwide good reputation of the FDA it's counter productive when a MFR doesn't come to more realistic advertising and problem handling.